Event description:
Wife of home patient (hp) reports leak in pt line tubing of homechoice set noted during apd treatment. Hp reports he did not disconnect after calling the technical service center, but continued treatment. No injury or medical intervention required per hp.